Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire on monopolar curved scissors (mcs) instrument was torn. The procedure was completed with no reported injury. The procedure delay was less than 15 minutes.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.